Event description:
The physician was treating a patient who presented with a right mca occlusion. The patient had left hemparesis and dysarthria. The patient was treated 5 hours post symptom onset and was beyond the window for tpa treatment. The physician made a first pass with a concentric retriever l5. The physician applied 2 counter clockwise turns to the device and was able to retrieve a small clot. It was noted that there was no flow improvement. The physician made a second attempt with a second concentric retriever l5 deploying the device all distal to the clot and applied 2 counter clockwise torque revolutions. Upon attempted retrieval using slow pull-back, the device stretched in the vessel. The physician relaxed the tension on the system and applied 3 additional torque revolutions and saw the 3rd coil prolapsed. The physician then noticed the 3rd loop straighten putting tension on the device. At this point, the physician saw the device break and noted that the retriever loops were compressed. The physician attempted to retrieve the detached tip using a neuronet (not manufactured by concentric medical) and alligator (not manufactured by concentric medical) but was unsuccessful. The patient continued to have a large stroke. Two days later, the patient underwent hemicranectomy. No patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever l5 tip fracture or attempts to retrieve the detached distal tip. Device investigation: an investigation was performed on the returned device. The results of the investigation on the returned device showed that the core wire fractured proximal to the platinum coil proximal solder joint. The core wire diameter was measured at the fracture location. There is no evidence to suggest the core wire diameter did not meet specification. Based on the results of the investigation, the most likely cause of the fracture is not positioning the microcatheter as indicated in the instructions for use. By placing the microcatheter tip just proximal to the helix, the microcatheter constrains the proximal wire inhibiting the formation of the loop and thereby significantly reducing the chance of fracture. The instructions for use also contains warnings to limit retriever torquing to reduce the risk of fracture. The manufacturing records for concentric retriever l5 device: lot number, 32150, were reviewed and no anomalies were found that are related to this complaint.